Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The extracorporeal tubing and male luer was cut from the iab and not returned. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 1.0cm from rear seal of membrane. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was detected on the membrane approximately 2.5cm from the rear seal measuring 0.025cm in length. The reported blood in tubing was most likely triggered by the leak found on the membrane. The penetration found on the membrane appears to have been caused by a sharp object. We are unable to determine when this may have occurred. The reported break found in the inner lumen appears to have been the result of a severe kink, which eventually failed. It is difficult to determine when the break occurred but it is possibly a result of iab removal or patient movement during the procedure. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period sep-19 through aug-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis - the review of the historical data was performed. Trend analysis - the overall complaint trend data for the period (B)(6) through (B)(6) was reviewed. Communication/interviews: communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Event site postal code: (B)(6). Occupation: medical engineer. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4).

Event description:
It was reported that once the intra-aortic balloon (iab) was inserted and pumping began, a backflow of blood was seen after approximately one to two minutes. The iab was removed and replaced with a new one. The physician claims there was a hole in the iab prior to use. It was later reported that upon a visual check, the inner lumen was found to be damaged and separated into two pieces. After the inner lumen got damaged, blood and saline entered from the damaged part. Then blood flowed into the extracorporeal tubing. There was no patient harm or adverse event reported.